Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 585mg/dl, and she was treated with an insulin drip. The customer experienced abdominal pain, nausea, vomit, and dehydration. Troubleshooting was performed. The mother stated that the customer was disconnected from the insulin pump one hour prior her admission. The caller mentioned that the customer's glucose begins to rise when the insulin pump starts to alarm no delivery, but the hospital wants to reconnect back, and the device still is alarming. Had the caller to remove the reservoir and to prime the device. The mother stated that the piston kept starting and stopping while she was holding down the activate button. Advised the caller that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.